Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable to suspect device. Section d6b - explant date: not applicable to suspect device. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when using the patient interface (pi) the surgeon found establishing suction, pre-treatment difficult. Suction was lost with 3 seconds remaining in the procedure and it was not possible to regain the suction to create the side cut. The patient was offered lasek but refused. No further information was provided.